Event description:
In 2009, the pt reported that yesterday his blood glucose elevated to 500 mg/dl and "I got real sick." He stated that he had shortness of breath, his muscles were tense, and he was vomiting. He disconnected from his infusion site and primed 20 units of insulin and nothing dripped from the end of the infusion tubing. He then received the a1 (cartridge low) alert. He went to his physician's office at 12:00 pm and was given 3 insulin injections totaling 30 units. By 5:00 pm his blood glucose had returned to normal (70-120 mg/dl). The pt switched to his backup infusion device and did not have the primary device at the time of the report. He stated that he discarded the insulin cartridge and infusion set in use at the time of the incident. The infusion site and tubing had been in use for 2 days. He stated that the insulin cartridge was partially filled to 130 units when inserted into the infusion device and he stated that he did adjust the piston rod. He did not see any air in the system. Further attempts to f/u with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second part to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.